Event description:
It was reported that stimulation was ineffective for helping patient's migraines. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 6445050 . Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 5933307. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 6445055.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the scs system was explanted.